Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Event description:
Procedure l3-pelvis psf. Whilst putting in pelvic screws 8x65mm x 2 and 9x65mm x-fix screws all 3 drivers broke due to hard bone. The patient surgery was not compromised even though this happened 3 times. They broke right on the last turn into the bone. No delay to procedure, no ae to patient.

Manufacturer narrative:
Corrected data: visual examination of the returned device revealed the distal tip was broken off. The broken tip was not returned. Device was sent for fracture analysis. The plastic deformation at the hex lobes indicates a torsional overload of the fractured tips. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. Hardness testing was also performed. The device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tips during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.